Manufacturer narrative:
(B)(4). Implanted date - (B)(6) 2014. Explanted date - (B)(6) 2015. Concomitant medical products: unknown persona cruciate bearing; unknown persona cruciate femur. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08570 and 0001822565-2017-08571. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee replacement approximately 1 year post initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as only the patient's bearing was revised due to instability.